Event description:
Customer reported that he was hospitalized do to experiencing diabetic ketoacidosis. Customer stated that he ran out if insulin and the insulin pump did not alert him. Alarm history was checked and there is a low reservoir alarm but customer states the alarms are not audible. Customer reports that the doctor is concerned about the pump not functioning correctly and did not want to discharge him until he receives a new insulin pump. Customer declined to troubleshoot and just wanted to replace his device. Blood glucose level 485 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the self test. The audio beep functioned properly. Programmed with multiple no reservoir and empty reservoir alarms and all alarmed properly. Motor error alarm occured during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. Insulin pujmp received with cracked case at the display window corner, cracked reservoir tube lip, scratched case, missing end cap sticker, cracked belt clip slot, scratched reservoir tube window and scratched lcd window. Unable to verfity worn/faded complaint due to pump received with missing back address label.